Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 a (B)(6) male patient contacted zoll customer support to report that he was not wearing the lifevest because the elastic in the garment was causing him to breakout all over his body. He reported that he had rashes and that he was itching and rubbing them causing them to turn into open sores. The patient ended use of the device. It is unknown whether the patient required medical intervention. The clinical outcome of the skin irritation is unknown.